Event description:
Customer claims that during set-up there's zipper damage to all of the side and end panels. When the slider is passed through the teeth they do not align. There was no patient contact or incident reported.

Event description:
The lay user/ patient contacted lfs on (B)(6), 2010 alleging inaccurate high readings on their one touch ultralink meter. A medical surveillance specialist (mss) was unable to get in contact with the patient and sent a letter to obtain further clinical information. The following is based on the initial call. The patient mentioned that she first noticed the high readings on (B)(6), 2010. On (B)(6), 2010 the patient had obtained a result of 94 mg/dl at 3:36pm on her lfs meter and the paramedics also tested her blood glucose on their meter at the same time and obtained a 31 mg/dl. The patient had fainted; however, it is unknown whether the patient exhibited the symptoms the same day or on a different day. The patient as taken to the hospital and was treated with IV glucose. At 8:12pm the patient tested on her meter and obtained a 172 mg/dl and the hospital device at the same time read 136 mg/dl. The test strips were in good condition and not expired. The test strips were not expired. A quality control test was done and the test strips failed using the control solution. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, when the patient fainted, how soon after did she regain consciousness, and how long the patient was hospitalized for. The product was replaced. At this time the complaint is being reported since the patient alleged that due to the alleged high readings, she developed symptoms and had to be hospitalized for a blood glucose result on the paramedic's meter of 31 mg/dl.

Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Supplemental report text #1 -october 27, 2010: this device has been returned and evaluated by lifescan product analysis with the following findings: the (meter) involved in this case has passed testing f any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.